Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with manual injection. Customer reported possible occlusion on infusion set. Customer's blood glucose value was 374 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer also reported blood glucose reading was at 588 mg/dl the morning prior to call and treated with manual injection and went down to 374 mg/dl and was at 351 mg/dl after another correction thru manual injection was administered. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. A replacement infusion set will be sent. No product was expected to return for analysis.